Event description:
Information received indicates the right foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch was dirty and sticking. The technician cleaned the siderail latch assembly to repair the bed.